Event description:
Pt had an empty pump due to a missed refill and could not find a physician in their area. Pt had "severe withdrawals" until they contated a new physician. The pt is reported to have recovered without sequela.